Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during procedure, it was noticed that the closure valve was leaking. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
Examination and testing of similar product, including product from the involved lot (2000431178) is still ongoing. Outcome of the investigation will be reported in the final report.

Event description:
It was reported that during procedure, it was noticed that the closure valve was leaking. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Event description:
It was reported that during procedure, it was noticed that the closure valve was leaking. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
Examination and testing of similar product, including product from the involved lot (2000431178) is still ongoing. Outcome of the investigation will be reported in the final report. Update 12sep22: the investigation is still ongoing. Process-nonconformity record 22-024 was initiated to document the investigation results and potential corrective actions.in regard to this complaint, one cannula with closure valve was received for investigation. Visual inspection revealed no anomalies. The valve was in pristine shape. Physical testing showed that the closure valve met its maximum water leakage specification of 0.4 ml/min at 40 mmhg. In fact, the valve did not even show signs of leakage at 140 mmhg pressure. Based on the investigation performed, the reported failure could not be confirmed for the returned product. Based on the investigation performed, a remedial action/corrective action/preventive action/field safety corrective action (fsca) is not required.

Manufacturer narrative:
Examination and testing of similar product, including product from the involved lot (2000431178) is still ongoing. Outcome of the investigation will be reported in the final report. Update on 12sep22: the investigation is still ongoing. Process-nonconformity record 22-024 was initiated to document the investigation results and potential corrective actions.

Event description:
It was reported that during procedure, it was noticed that the closure valve was leaking. No report that actual patient harm occurred or surgery was prolonged > 30 min.